Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The apex monorail 12mm x 2.00mm balloon catheter was advanced with difficulty and crossed the lesion. The balloon was inflated and ruptured at 4 or 5atms on the 1st inflation. The procedure was completed with another MFR's balloon and another MFR's stent was implanted. No pt injuries or complications were reported. The pt status is reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).